Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on both the right atrial (ra) lead and right ventricular (rv) lead. As a result, the device delivered inappropriate electric shocks. The patient was evaluated in the emergency room and reprogramming was performed and the tachy mode of the device was deactivated. A revision procedure was performed and both the ra and rv leads were surgically abandoned. The device was explanted due to therapy upgrade. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on both the right atrial (ra) lead and right ventricular (rv) lead. As a result, the device delivered inappropriate electric shocks. The patient was evaluated in the emergency room and reprogramming was performed and the tachy mode of the device was deactivated. A revision procedure was performed and both the ra and rv leads were surgically abandoned. The device was explanted due to therapy upgrade. No additional adverse patient effects were reported.